Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 268 mg/dl which was addressed with a bolus of insulin via the pump. The customer's arm has also been intermittently numb and will be consulting with a healthcare provider. During troubleshooting with tandem customer technical support (cts), pump's time was noted to be off by an hour and cts assisted the customer with correcting the time. The customer thought that the basal rate was not as high as it needed to be and that the high bg may also be due to the insulin type being switched from novolog to humalog. Reportedly, the customer changed the cartridge every 3 days.